Event description:
Based on additional information received on 09-oct- 2017, this case initially considered as non-serious was upgraded to serious (seriousness criterion of hospitalization, required intervention was added). This unsolicited case from (B)(6) was received on 22- aug-2017 from the orthopedist. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and the same day patient could no longer experience leg; after 2 days the patient experienced intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus), after unknown latency patient had range of motion flexion 45 degree/ 35 degree. Past medication included synvisc one (was tolerated). Relevant medical history included condition after hip- tep implantation right (about 5 years ago) and condition after arthroscopy left knee (2007) with meniscus tear. Concomitant medication included cortisone, pantoprazole sodium (pantozol), ibuprofen, enoxaparin sodium (clexane) and amoxicillin. Patient had sensitive resistance to benzylpenicillin, ampicillin, ampicillin/sulbactam, piperacillin, piperacillin/tazobactam, oxacillin, cefazolin, cefuroxim, cefotaxime sodium (cefotaxime), ceftriaxone, imipenem, meropenem, levofloxacin, moxifloxacin, sulfamethoxazole/trimethoprim (cotrimoxazol) and vancomycin and intermediate resistance to tetracycline. The patient had problems with an activated gonarthrosis left. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dos of 6 ml, once (lot number and expiration date: not reported) for gonarthrosis 4 left knee. Since then, patient had increasing pain, could no longer experience and move the leg (latency: 0 day). The pain was most severe when lying down and at night. She did not have fever but had slight chills. On (B)(6) 2017, the patient was diagnosed and treated with an infection with the detection of streptoccus equi zooepidemicus in clinic after the injection (latency: 2 days). The patient still suffered from the effects of the infection despite intensive training. The patient had been doing sports daily for a lifetime and had been thrown out of the way due to infection. The thing irritated the patient with all previous treatments was that the astonishment concerning to the relevant germ/microbe was very great. In the last few months, the patient herself had been in contact with bacterial infections with the injection. The patient was amazed that none of her treating orthopedists knew this particular germ/microbe, let alone knowing that there was a relationship with the biotechnological production of the product. On (B)(6) 2017, x-ray of the left knee in 3 levels showed advanced osteoarthritis with narrowing of the joint space medial and retropatellar arthrosis. The same day, the patient had withdrawal of microbiological and histological specimens, underwent synovectomy, had excision of fgk, removal of free joint body, cartilage and meniscal smoothing, irrigation (9l). Microbiological finding included aerobic culture which showed beta-hemolysis streptococci gr. C moderately streptococcus equi ssp zooepidemicus and anaerobic culture showed abundant leukocytes. On (B)(6) 2017 at 11:10 hours, the creatinine was 0.60 mg/dl (low; reference range: 0.67-1.17), gpt 70 (high; reference range: upto 41); c - reactive protein (crp) was 13.3 mg/dl (high; reference range: up to 0.5), erythrocytes 3.34 x 10 e6/mcl (low; reference range: 4.1 to 5.9 x 10 e6/mcl), hemoglobin 10.7 g/dl (low; reference range 12.3 to 17.5), hematocrit 32.3 % (low; reference range: 35 to 52 %). Drainage was performed on (B)(6) 2017. On (B)(6) 2017 at 20:00 hours, erythrocytes 3.60 x 10 e6/mcl (low), hemoglobin 11 g/dl (low), hematocrit 32 % (low), c-reactive protein 65.1 mg/dl (high). The patient was hospitalized from (B)(6) 2017 in the center for knee, hip and shoulder surgery. Patient had significant swelling in the lateral comparison without evidence of palpable intraarticular effusion, overheating in lateral comparison, range of motion: flexion / extension 45 degree/ 30 degree, the peripheral circulation and motor function and sensibility was intact. Collateral ligament examination and lachman test due to the pain not possible. Reportedly, both the intraoperative and the postoperative course were uncomplicated. The intravenous antibiotic therapy was carried out according to the specifications of the microbiological department for a total of 14 days, (fairly resistant). On (B)(6) 2017 at 8:06 hours, erythrocytes 3.64 x 10 e6/mcl (low), hemoglobin 11.7 g/dl (low; reference range 12.3 to 17.5)and thrombocytes 658 x10e3/mcl (high; reference range: 139-409). On (B)(6) 2017, the patient was discharged from the hospital. At the time of discharge, there was still a painful residual swelling of the knee joint with slightly decreasing inflammatory values. Due to the clinical findings with low joint effusion, the remaining complaints were attributed to the activated gonarthrosis. The microbiological and histological results from the second arthroscopy showed no evidence of infection persistence. Antibiotic therapy with amoxicillin was continued for another 2 weeks. The control of anti-streptolysin titer after discontinuation of antibiotic therapy. A possible implantation of a knee tep should be performed at the earliest 1 year after the current infection. Corrective treatment: synovectomy; irrigation; excision of fgk; cartilage and meniscus ligation; drainage; arthroscopy; removal of free joint body; cartilage and meniscal smoothing; amoxicillin for intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus); not reported for rest outcome: not recovered for intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus); unknown for rest a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: probable (since only an intra-articular injection with synvisc one took place in the relevant time window, the orthopedist suspected a causal relationship) for intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) seriousness criterion: in-patient hospitalization, significant/ permanent disability, required intervention for intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) additional information was received on 18-sep-2017. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 09-oct-2017 from the physician. Product indication was updated. An additional event of intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) was added with details. Symptoms of increasing pain, could not move the leg and increasing pain were added. Previously captured event of bacterial infection with streptococcus equi subsp. Zooepidemicus was updated to associated symptom. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 06-nov-2017 from the physician. Past medication and concomitant medications were added. Additional events of could no longer experience leg and range of motion flexion 45 degree/ 35 degree were added with details. Additional symptoms of chills, significant swelling in the left knee and overheating in lateral comparison of left knee were added. Lab data was added. Seriousness criterion for event of intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) was updated. Reporter causality was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 17-jan-2018 from the physician. Events of severely disable to walk especially when climbing stairs, patient's knee is "broken", i.e. Lots of severe scars have formed in the knee capsule due to the surgical intervention, damage cartilage and had half loss of quality of life were added. Therapy start date was updated. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-jan-2018: the follow up information received dosenot change previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced joint infection after 2 days. Since a significant temporal relationship can be established the causal role of suspect product in occurrence of the event cannot be denied. However, lack of information regarding following of aseptic techniques during administration of injection, past drugs and concurrent conditions precludes complete medical assessment of the case.

Event description:
Based on additional information received on 09-oct- 2017, this case initially considered as non-serious was upgraded to serious (seriousness criterion of hospitalization, required intervention was added). This unsolicited case from (B)(6) was received on 22- aug-2017 from the orthopedist. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after 2 days the patient experienced intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) no past drug was reported. Relevant medical history included condition after hip-tep implantation right (about 5 years ago) and condition after arthroscopy left knee (2007) at meniscus tear. Concomitant medication included cortisone. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dos of 6 ml, once (lot number and expiration date: not reported) for gonarthrosis 4 left knee. Since then, patient had increasing pain and could no longer move the leg. The pain was most severe when lying down and at night. She did not have fever. On (B)(6) 2017, the patient was diagnosed and treated with an infection with the detection of streptococcus equi zooepidemicus in clinic after the injection (latency: 2 days). The patient still suffered from the effects of the infection despite intensive training. The patient had been doing sports daily for a lifetime and had been thrown out of the way due to infection. The thing irritated the patient with all previous treatments was that the astonishment concerning to the relevant germ/microbe was very great. In the last few months, the patient herself had been in contact with bacterial infections with the injection. The patient was amazed that none of her treating orthopedists knew this particular germ/microbe, let alone knowing that there was a relationship with the biotechnological production of the product. On (B)(6) 2017, the patient had withdrawal of microbiological and histological specimens, underwent synovectomy, had excision of fgk. The patient was hospitalized from (B)(6) 2017 in the (B)(6). Corrective treatment: synovectomy; irrigation; excision of fgk; cartilage and meniscus ligation; drainage. Outcome: not recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: since only an intra-articular injection with synvisc one took place in the relevant time window, the orthopedist suspected a causal relationship seriousness criterion: hospitalization, required intervention for intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) additional information was received on 18-sep-2017. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 09-oct-2017 from the physician. Product indication was updated. An additional event of intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) was added with details. Symptoms of increasing pain, could not move the leg and increasing pain were added. Previously captured event of bacterial infection with streptococcus equi subsp. Zooepidemicus was updated to associated symptom. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 9-oct-2017: this case concerns a patient who received treatment with synvisc one and later experienced joint infection after 2 days. Since a significant temporal relationship can be established the causal role of suspect product in occurrence of the event cannot be denied. However, lack of information regarding following of aseptic techniques during administration of injection, past drugs and concurrent conditions precludes complete medical assessment of the case.

Event description:
Based on additional information received on 09-oct- 2017, this case initially considered as non-serious was upgraded to serious (seriousness criterion of hospitalization, required intervention was added). This unsolicited case from (B)(6) was received on (B)(6) 2017 from the orthopedist. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and the same day patient could no longer experience leg; after 2 days the patient experienced intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus), after unknown latency patient had range of motion flexion 45 degree/ 35 degree. Past medication included synvisc one (was tolerated). Relevant medical history included condition after hip- tep implantation right (about 5 years ago) and condition after arthroscopy left knee (2007) with meniscus tear. Concomitant medication included cortisone, pantoprazole sodium (pantozol), ibuprofen, enoxaparin sodium (clexane) and amoxicillin. Patient had sensitive resistance to benzylpenicillin, ampicillin, ampicillin/sulbactam, piperacillin, piperacillin/tazobactam, oxacillin, cefazolin, cefuroxim, cefotaxime sodium (cefotaxime), ceftriaxone, imipenem, meropenem, levofloxacin, moxifloxacin, sulfamethoxazole/trimethoprim (cotrimoxazol) and vancomycin and intermediate resistance to tetracycline. The patient had problems with an activated gonarthrosis left. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dos of 6 ml, once (lot number and expiration date: not reported) for gonarthrosis 4 left knee. Since then, patient had increasing pain, could no longer experience and move the leg (latency: 0 day). The pain was most severe when lying down and at night. She did not have fever but had slight chills. On (B)(6) 2017, the patient was diagnosed and treated with an infection with the detection of streptoccus equi zooepidemicus in clinic after the injection (latency: 2 days). The patient still suffered from the effects of the infection despite intensive training. The patient had been doing sports daily for a lifetime and had been thrown out of the way due to infection. The thing irritated the patient with all previous treatments was that the astonishment concerning to the relevant germ/microbe was very great. In the last few months, the patient herself had been in contact with bacterial infections with the injection. The patient was amazed that none of her treating orthopedists knew this particular germ/microbe, let alone knowing that there was a relationship with the biotechnological production of the product. On (B)(6) 2017, x-ray of the left knee in 3 levels showed advanced osteoarthritis with narrowing of the joint space medial and retropatellar arthrosis. The same day, the patient had withdrawal of microbiological and histological specimens, underwent synovectomy, had excision of fgk, removal of free joint body, cartilage and meniscal smoothing, irrigation (9l). Microbiological finding included aerobic culture which showed beta-hemolysis streptococci gr. C moderately streptococcus equi ssp zooepidemicus and anaerobic culture showed abundant leukocytes. On (B)(6) 2017 at 11:10 hours, the creatinine was 0.60 mg/dl (low; reference range: 0.67-1.17), gpt 70 (high; reference range: upto 41); c - reactive protein (crp) was 13.3 mg/dl (high; reference range: up to 0.5), erythrocytes 3.34 x 10 e6/mcl (low; reference range: 4.1 to 5.9 x 10 e6/mcl), hemoglobin 10.7 g/dl (low; reference range 12.3 to 17.5), hematocrit 32.3 % (low; reference range: 35 to 52 %). Drainage was performed on (B)(6) 2017. On (B)(6) 2017 at 20:00 hours, erythrocytes 3.60 x 10 e6/mcl (low), hemoglobin 11 g/dl (low), hematocrit 32 % (low), c-reactive protein 65.1 mg/dl (high). The patient was hospitalized from (B)(6) 2017 in the center for knee, hip and shoulder surgery. Patient had significant swelling in the lateral comparison without evidence of palpable intraarticular effusion, overheating in lateral comparison, range of motion: flexion / extension 45 degree/ 30 degree, the peripheral circulation and motor function and sensibility was intact. Collateral ligament examination and lachman test due to the pain not possible. Reportedly, both the intraoperative and the postoperative course were uncomplicated. The intravenous antibiotic therapy was carried out according to the specifications of the microbiological department for a total of 14 days, (fairly resistant). On (B)(6) 2017 at 8:06 hours, erythrocytes 3.64 x 10 e6/mcl (low), hemoglobin 11.7 g/dl (low; reference range 12.3 to 17.5)and thrombocytes 658 x10e3/mcl (high; reference range: 139-409). On (B)(6) 2017, the patient was discharged from the hospital. At the time of discharge, there was still a painful residual swelling of the knee joint with slightly decreasing inflammatory values. Due to the clinical findings with low joint effusion, the remaining complaints were attributed to the activated gonarthrosis. The microbiological and histological results from the second arthroscopy showed no evidence of infection persistence. Antibiotic therapy with amoxicillin was continued for another 2 weeks. The control of anti-streptolysin titer after discontinuation of antibiotic therapy. A possible implantation of a knee tep should be performed at the earliest 1 year after the current infection. Corrective treatment: synovectomy; irrigation; excision of fgk; cartilage and meniscus ligation; drainage; arthroscopy; removal of free joint body; cartilage and meniscal smoothing; amoxicillin for intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus); not reported for rest outcome: not recovered for intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus); unknown for rest. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: probable (since only an intra-articular injection with synvisc one took place in the relevant time window, the orthopedist suspected a causal relationship) for intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) seriousness criterion: in-patient hospitalization, significant/ permanent disability, required intervention for intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) additional information was received on 18-sep-2017. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 09-oct-2017 from the physician. Product indication was updated. An additional event of intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) was added with details. Symptoms of increasing pain, could not move the leg and increasing pain were added. Previously captured event of bacterial infection with streptococcus equi subsp. Zooepidemicus was updated to associated symptom. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 06-nov-2017 from the physician. Past medication and concomitant medications were added. Additional events of could no longer experience leg and range of motion flexion 45 degree/ 35 degree were added with details. Additional symptoms of chills, significant swelling in the left knee and overheating in lateral comparison of left knee were added. Lab data was added. Seriousness criterion for event of intraarticular infected knee joint left (detection of streptococcus equi ssp zooepidemicus) was updated. Reporter causality was updated. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 6-nov-2017: the follow up information received dosenot change previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced joint infection after 2 days. Since a significant temporal relationship can be established the causal role of suspect product in occurrence of the event cannot be denied. However, lack of information regarding following of aseptic techniques during administration of injection, past drugs and concurrent conditions precludes complete medical assessment of the case.